Event description:
Pt placed in skull pins with mayfield headrest. During surgery the pt's head slipped out of the mayfield headrest. The headrest was removed and reapplied. It was believed that the headrest was adjusted no tighter than previously; however, the pt's head remained in place and the surgery was completed. The pt was not seriously injured, but received a laceration.